Event description:
Revision surgery patient had right total knee replacement. Returned with knee pain & scheduled for resurfacing of patella & poly swap very little posterior wear and surgeon requested analysis.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this revision surgery was reported as pain. The previous surgery and the surgery detailed in this event occurred approximately 4 years apart. The previous d ticket/invoice was not provided. A search of djo records, with the limited information, produced no results. Therefore, the reported item could not be verified. The healthcare professional indicated that this event occurred post operative, away from the patient. There was no risk or adverse event reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The device was inspected prior to use and found to be acceptable. The agent was present when this event occurred. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. Given the limited information, an extensive search of djo records for an invoice of the previous surgery produced no results, therefore, without the records this investigation cannot lead to a firm conclusion. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of the complaint is likely due to incorrect transitional space. The device indicates wear on the posterior end in two specific locations. It is likely the excessive wear in these two locations is due to extreme flexion likely from bending/kneeling. The wear that appears is not significant indicating that it did not occur frequently. It is possible that the bone and/or cement was overhanging and interfering with the insert. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the reported device was returned to djo surgical for evaluation. There is visible wear present on the insert. There are 2 distinct locations that show wear that would appear to be out of norm from the expected wear an insert will undergo. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as pain. The previous surgery and the surgery detailed in this event occurred approximately 4 years apart. The previous d ticket/invoice was not provided. A search of djo records, with the limited information, produced no results. Therefore, the reported item could not be verified. The healthcare professional indicated that this event occurred post operative, away from the patient. There was no risk or adverse event reported by the surgeon. There was no delay in surgery and the surgery was completed as intended. The device was inspected prior to use and found to be acceptable. The agent was present when this event occurred. The device was returned to the manufacturer and made available at djo surgical for evaluation. Given the limited information, an extensive search of djo records for an invoice of the previous surgery produced no results, therefore, without the records this investigation cannot lead to a firm conclusion. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of the complaint is likely due to incorrect transitional space. The device indicates wear on the posterior end in two specific locations. It is likely the excessive wear in these two locations is due to extreme flexion likely from bending/kneeling. The wear that appears is not significant indicating that it did not occur frequently. It is possible that the bone and/or cement was overhanging and interfering with the insert. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the reported device was returned to djo surgical for evaluation. There is visible wear present on the insert. There are 2 distinct locations that show wear that would appear to be out of norm from the expected wear an insert will undergo. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.